Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient states he is unable to get the wireless recharger to connect to his implant. Patient services walked patient through resetting the recharger on and off the docking station and attempt to connect to the implantable neurostimulator, but the issue was not resolved through troubleshooting. A replacement was sent. The patient then called back saying the new wireless recharger wasn't finding the implant and they were getting no device response when they tried to connect with the communicator. The patient confirmed they haven't charged their implant in over 50 days. They were redirected to their provider to address possible battery overdischarge. No symptoms were reported.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they met with the patient today and couldn¿t connect to the implant with the clinician programmer. The patient had not successfully charged the implant since (B)(6) 2023 due to other medical situations/procedures. The overdischarge process for the wireless recharger was reviewed and they started the process, but during the ¿pulsing¿ position of the process the recharger didn¿t¿ seem to beep like it was searching and then resume pulsing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.